Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of calcification and stenosis was confirmed through observed calcification. Report of insufficiency could not be confirmed through visual observations. X-ray demonstrated wireform intact, heavy calcification on leaflet 2 and moderate calcification on leaflets 1 and 3. Extrinsic calcific deposits were observed on the outflow aspect of leaflet 2. Leaflet 2 had a 6mm tear near commissure 2. Calcification was evident at the tear. Calcification restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and was not returned. Wireform was exposed around the valve sewing ring on the inflow aspect and on commissure 3. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this aortic valve was explanted after an implant duration of 8 years and 4 months due to heavy calcification of the leaflets leading to stenosis and insufficiency. Per the surgeon, the patient does not have any comorbidities that could have impacted the calcification of the valve. A non-edwards valve was implanted in replacement successfully. Patient was discharged home.